Event description:
The manufacturer received information alleging a ventilator service required had occurred on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, drift proximal pressure too high, was observed on the device's error log. The third-party service technician further evaluated and determined the sensor board had caused the error code to occur on the device. In conclusion, the device's sensor board was replaced to address the issue. The root cause is confirmed at this time. The device passed all final testing.